Event description:
Rep reports that the hospital was performing a procedure for varicose veins, and while stripping the vein, the olive snapped off of the leader. The surgeon needed to perform exploratory surgery to retrieve the olive. The pt is reported to be in good condition.

Manufacturer narrative:
It has been communicated that the actual device that is subject of this complaint has been discarded. Since a lot number has been provided, a review of the device history records will be performed. We anticipate that the review will reveal that the device conformed to all testing/mfg specifications before being released to stock. If the review notes anything otherwise, a follow up report will be filed. Trends will be monitored for this and similar complaint. At the present time, this complaint is considered closed.